Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Reported device is not marketed in the us; however similar device(s) are. Samples received: 1 open pouch, thread broken. There are no previous complaints of this code batch. There are no units in the OEM stock. Without any closed sample a complete analysis can not be completed. Despite the fact that the sample is open and used we have tested the knot pull tensile strength and the result fulfill OEM requirements. Tested the diameter of the open and used samples received and the result is 0.113 mm and fulfills the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). The suture cracks without pulling the shaft or in the middle of the thread. Furthermore, thread thickness varies/patterns are ticker than usual.